Event description:
It was reported that during the implant procedure, they were unable to get the screw out to begin. After that they tried to screw the while lead with the screw out. The lead dislocated all the time. The device/lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon inspection, it was noted that the proximal conductor of the lead was distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process.